Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced headrest foam and connector rj45 to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci assisted sling hiatal hernia surgical procedure, user informed the technical support engineer (tse) that a "temperature warning/system overheating" message occurred and the system shut down on its own twice. The tse reviewed the system logs and verified the associated high-temperature fault. The tse then asked the user to check for any obstructions inside the vision side cart and patient side cart, and the user reported none were present. The user converted to laparoscopic approach due to concern that robotic functionality could not be guaranteed. No known impact or patient consequence was reported. Due to the reported issue the procedure had a delay of 1 hour. The conversion resulted in increasing the port size or adding additional ports. The patient did tolerate the conversion.